Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be an issue with the main board, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the infusion was completed but the pump was alarming with a blank display. The patient was told to open and close the battery and press the power button but the battery cover was broken and was not staying closed. Patient disconnected from the pump. No patient harm. No additional information available.